Event description:
The adhesion on the infusion set port failed, resulting in a cannula, pulling out of my stomach. I have actually had two of these adhesive fell now in the past week. Unfortunately, it¿s nearly impossible to report issues with their medical devices through this company. It is impossible to get a hold of anybody when you call their number and you often don't receive callbacks for 24 hours or more. / product details: refmmt- 441ag. Pt: 4580. Device: 1562. Ref: mw5190432. This report captures medtronic extended infusion set #2.